Event description:
The customer reported a burning smell from the gantry. The system was not in clinical use when the burning smell was noticed. The customer contacted philips support, who instructed the customer to turn off power to the system. The philips field service engineer (fse) went to the customer site and confirmed there was no fire or smoke, only a burning smell. The fire department was not called and no alarms were triggered. The fse did not confirm there was a small amount of battery acid that seeped out, but was contained within the ups cabinet. The fse confirmed there was no report of harm to pt, operator or bystander due to this issue. The fse has replaced the ups (uninterruptible power supply) at the customer site.

Manufacturer narrative:
We will file a f/u MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). In this case, the customer reported a burning smell from the gantry. The system was not in clinical use when the burning smell was noticed. The customer¿s maintenance department checked the room and believed the smell was coming from the gantry. The customer contacted phillips support, who instructed the customer to turn off power to the system. The philips field service engineer (fse) went to the customer site and confirmed there was no fire or smoke, only a burning smell. The fire department was not called and no alarms were triggered. The fse did confirm there was a small amount of battery acid that seeped out, but it was contained within the tripplite console uninterrupted power supply (ups) cabinet. The fse confirmed there was no report of harm to patient, operator or bystander due to this issue. No bug report was created the fse determined that the tripplite console ups that failed in this event was the original ups and the external battery pack was manufactured in october 2008 and was at least 5 years old at the time of this event. The fse replaced both the tripplite console ups controller as well as the external battery pack and the system was operating as intended. No potential cause could be determined because the ups was not available for evaluation. The battery manufacturer indicates that the battery most likely failed for any of the following reasons: under ideal conditions, sealed lead acid batteries life expectancy is five years. Sealed lead acid batteries require periodic monitoring, replacement, or both in conjunction with a proactive ups preventive maintenance plan. When the useful life of a battery has been exceeded, four conditions can occur, one of them being what you see here: the ups charger operates in bulk mode in an attempt to charge the useless batteries and this expels their remaining chemical content in the form of sulfur dioxide (a.k.a., rotten eggs odor) and then the housings of the batteries bloat and crack. The overall risk is based on engineer's investigation and according to the risk assessment this reported event was determined to be of acceptable risk. Mitigations: the system shall only utilize batteries approved by a recognized electrical safety organization (i.e. Ul, csa).warning label for maximum load ups owner¿s manual states no user serviceable parts and requires no routine maintenance. Full system ups has temperature sensor monitoring the battery cabinet temperature. Ups comes with status notification (beep alarm for fault condition). Service documentation shall include preventative maintenance and inspection criteria. Philips service procedures shall recommend replacement of failed batteries in sets. Service and user documentation shall identify appropriate personal protective equipment (ppe) and neutralizing agents (ammonia or baking soda). Site planning document recommends to not allow ups closer than 1.5m (60 inches) from patient couch unless it is certified as a medical grade device and/or approved with the CT system. Site planning document recommends that a ups battery cabinet should not be exposed to prolonged periods of temperature above 25 c (77 f).